Event description:
It was reported that customer experienced concern that pump battery life depleted quickly, but no supporting pump logs were available for the time of the issue. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance and no additional troubleshooting was performed, and no further action was required by technical support.